Manufacturer narrative:
Analysis found high stop current due to faulty lcd driver. Insulin pump had cracked case at display window corner, belt clip slot, battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that their insulin pump had low battery and damage. Customer was assisted with low battery troubleshooting. Customer's blood glucose level at the time of incident was unknown. Customer was advised insulin pump settings that could reduce battery life and was also advised to monitor insulin pump and revert to back up plan if needed. Customer mentioned damage and customer was assisted with damage troubleshooting. The customer stated there was damage to the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.